Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the splitting was occurring "outside" the exchange sheath. The safety release was used to abort the procedure. Hemostasis was achieved suing manual compression. There were no adverse pt effects reported. Though requested, no additional information was available.